Manufacturer narrative:
UDI number:  (B)(4).  Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), a valve in valve (viv) procedure was performed with  26mm sapien 3 ultra valves in the aortic position. The reason for the viv is unknown at this time.

Manufacturer narrative:
Additional information was received and clarified that the reason for the valve in valve was due to malposition of the 1st valve (placement too aortic) and a second valve was implanted.  There was no device malfunction.  Since the event is not associated with an edwards device malfunction or failure and the adverse event(s) are listed in labeling, the event(s) will be captured and reported though tvt registry. This complaint is no longer considered to be a reportable event and a corrected report is being submitted.